Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Curonix chief medical officer reviewed the patient's x-rays. It was determined the neurostimulator was implanted too far into the carpal tunnel which may have contributed to the reported issue. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique (incorrect tool, implanting too deep) as the neurostimulator was implanted too far into the carpal tunnel (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported swelling in their left, 5th finger, after their permanent implant procedure which caused pain and mobility concerns. X-rays were performed which revealed the neurostimulator was implanted too far into the carpal tunnel. A revision procedure was performed on (B)(6) 2024. After the revision procedure, the implanting clinician performed a physical assessment of the patient's finger mobility. The patient was able to move all digits with relative ease. The patient is recovering from the procedure and has a reduction of swelling in their finger.